Event description:
Information was received from a consumer regarding a patient who was receiving clonidine and prialt (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was shortly after implant. It was reported the patient experienced a gradual change in therapy/symptoms. The pump was removed because it was making her psychotic, very strange, and had horrible symptoms. The patient would do crazy things and they just escalated. The pump made her "crazy as cat *profanity*" and she would never have a pump put back in. The patient had the pump for 2-3 years before it was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.